Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified atrioventricular (av) of the right coronary artery (rca). A 15mm x 2.25mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. The balloon was inflated at 12 atmospheres on the first inflation. During the second inflation for 20 seconds, the balloon ruptured at 12 atmospheres. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum balloon catheter with a nc quantum shelf box. The batch number on the packaging and the device matched the reported batch. There was a stopcock attached to the hub. The catheter was visually and tactilely inspected; the hypotube and shaft were kinked in multiple places and the inner shaft was flattened 9cm from the distal tip. There was no other damage or irregularities. Microscopic examination of the balloon did not reveal any tears. The device was inflated to 20 atm for 5 minutes using an inflation device filled with water. The catheter maintained pressure and there was no indication of any balloon leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified atrioventricular (av) of the right coronary artery (rca). A 15mm x 2.25mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. The balloon was inflated at 12 atmospheres on the first inflation. During the second inflation for 20 seconds, the balloon ruptured at 12 atmospheres. No patient complications were reported and the patient's status was good.